Manufacturer narrative:
The manufacture date for this electrode was april 20, 2015. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient has been presented to the electrophysiology (ep) laboratory on (B)(6) 2016 for a scheduled system explant due to infection. The local representative reported that this system has only been implanted for 6 weeks. Ts provided suggestions on system extraction techniques. Boston scientific received information that the device and electrode were successfully explanted without incident.